Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the report was 506 mg/dl. The customer stated that he has a history of low blood glucose and does not need to troubleshoot the insulin pump. Nothing further was reported.